Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Litigation alleges that patient has experienced hip pain and pain in the groin, painful popping in her hip while walking, a noticeable limp, chronic backache, fatigue, and elevated metal ions in her blood. Additionally, it is alleged that her left leg has given out more than once. Patient's medical records were received. Records indicate the patient was revised to address both a malpositioned cup and stem. Upon revision the patient was found to have metallosis, mild adverse reaction changes to the synovium, and impingement of at 50 degrees of extension. The femoral stem was added to the complaint and the complaint re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.